Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with l4-s1 herniated nucleus pulposus with degenerative disk disease and resultant spinal stenosis and underwent the following procedures: l4-s1 wide compression. L4-s1 anteroposterior column arthrodesis through a single posterior incision with posterolateral and interbody arthrodesis. L4-s1 segmental pedicle screw instrumentation. Insertion of inter-body cage, l4-5, l5-s1. Use of rhbmp-2. Intra-operative nerve surveillance/pedicle screw testing. Placement of epidural catheter. As per op-notes, "...complete laminectomies were performed at l5 and l4 and followed by bilateral foraminotomies and partial facetectomies. On the left side hemi-facectomies were performed. Pedicle screws were placed at l4, l5 and the sacral ala....the last bits of disk were removed from the disk space and within the disk space, four rhbmp-2 sponges surrounding allograft bone were placed. .." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.